Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that while using the balance guide wire, ivus was performed and another company's stent was directly deployed. Post-dilatation was done with another company's balloon. The ivus was performed again; however, during removal of the ivus, it was stuck with the balance when the tip of the ivus was at the lesion area. Both devices were removed out of the pt as one unit. No add'l event or pt info is available. This is being filed based on the returned product eval, which revealed a guide wire separation.

Manufacturer narrative:
Results code - product performance engineering could not determine a conclusive root cause for the guide wire separation. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The tip coils were stretched out and mangled up into a ball. The shaping ribbon and core were intact to the center solder, and the shaping ribbon was separated 1mm proximal to the tipball. There were numerous offset/overlapped intermediate coils distal to the proximal solder to the center solder. The intermediate coils were in a corkscrew shape 2.5 cm distal to the proximal solder. There were two kinks in the core one was 21.4 cm proximal to the hypotube and the other was 2 mm proximal to the center solder. There was no other damage noted to the guide wire. The catheter used in the procedure was not returned. Due to the damaged coils, the outer diameter of the guide wire could not be measured. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned balance guide wire. Resistance between guide wire and the ivus could be due to, but not limited to, manufacturing anomalies, device preparation, patient anatomy or user technique. There was no malfunction reported during inspection prior to use, or during the first ivus use, stent deployment or post dilatation, which indicates the guide wire was working properly. It was reported that the ivus and guide wire were stuck together, however, only the guide wire was returned. Analysis found severe damage to the guide wire including separation at the shaping ribbon. From the severe damage, it appeared some point after the devices were removed as one unit, and before the guide wire came back to abbott vascular for analysis, that the guide wire and ivus were forcefully separated from each other. Sem results indicate the separation is due to ductile overload, which happens when "t..." Overload is applied to the device. The source of the force overload cannot be determined from the analysis. In this instance, the root cause in the reported discrepancy cannot be determined, but it appears to be related to the circumstances during the procedure the handling of the device at the account. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.